Manufacturer narrative:
Device 1 of 2. Complainant city: (B)(6). Patient country: (B)(6). Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that packaging was not properly sealed. The product was not used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1): contact office address: (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked. Affected amount: 2pcs. Aquacel foam ag n/adh 10x10cm was manufactured under sap code (B)(4) and manufacturing lot number 0k02850. Lot # 0k02850 was sterilised under lot 2636793 and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-151 ver.35.0 for the circle. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was complete. No nonconformity was registered during the manufacturing process of lot 0k02850 . Two complaints have been received for the affected lot however they are for different complaint issues and different malfunction codes. No photographs have been received for this complaint. Event 1467145 has been opened for this complaint issue with investigation 1468263. No stop ship was completed due to no stock being commercially available within convatec's control. An hhe is currently underway to determine the risk to patients. Investigation 1468263 has been completed and the 2 possible root causes (due to no photographs) have been found to be: product incorrectly placed onto web at infeed, pack side not sealed due to product in seal area. Pack cut but not sealed across at one side during homing procedure after restart of machine. The following solutions are already in place to prevent this issue from happening: new inspection system installed outside of the cleanroom and packs are 100% automatically inspected by a camera system with any defects diverted to reject before being hand packed into cartons. First packs are removed after re-start in accordance with swi-circle-2014. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4); manufacturing site: (B)(4).